Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017 the patient experienced elevated blood glucose (bg) of 587 mg/dl with extreme drowsiness, extreme thirst, excess urination, nausea, and large ketones associated with a power issue. The patient was reportedly treated by emergency medical services with intravenous fluids, and discontinued the pump. The reporter stated that there was no power to the pump. The reporter denied any moisture in or damage to the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2017 with the following findings: review of the black box data revealed a record of power on reset at 13:24 on (B)(6) 2017; deliveries were never resumed after this record. On examination, the battery cap and batter compartment were intact and without damage. There was no moisture observed in the battery compartment. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The total daily doses added up correctly to reflect the user¿s programmed basal rates. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pumps interior components. Investigation did not duplicate the complaint and the pump was determined to be operating as intended and without malfunction. (B)(4).